Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 82-8804 or 82-8805) was returned for evaluation. Unique device identification (UDI): - product code 82-8804: UDI: (B)(4). - product code 82-8805: UDI: (B)(4). Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected, needle hole was noted in the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Event description:
A facility reported a certas valve (unknown ID) was implanted via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. Due to suspicion of shunt malfunction, the valve was removed and replaced on (B)(6) 2023. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to shunt malfunction. The patient is doing well postoperatively.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.